Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies and the seal plug was intact. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and associated electrode presented to the emergency room after receiving a shock. Interrogation of the device found many untreated episodes as well as two inappropriate shock episodes, one from now and a previous inappropriate shock in 2019. In the secondary vector, the baseline was observed to shift and at times be lost, with noise present that resulted in some oversensing and some undersensing. This was observed in the alternate vector as well, and could be reproduced in both vectors when the patient moved their left arm in various positions. The primary vector showed no noise. The patient reported having fallen down the stairs and hit their chest against a glass door in (B)(6) 2019. Electrode damage was suspected; however, no x-rays were performed to evaluate the device and electrode. The device was deactivated and the patient was provided with a life vest pending a system replacement procedure. No adverse patient effects were reported. The device and electrode were explanted and replaced about two weeks later. The explanted products were returned for laboratory analysis.